Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Switching on automatically.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). On receipt of the device the history and memory logs were downloaded. The history log for this device showed the pad-pak was first installed on the (B)(6) 2012 and performed to specification, up to and including the last log entry on the (B)(6) 2016. The returned pad-pak was inserted into the device. The device failed to power on. A test pad-pak was inserted into the device and the device passed a self-test. No warnings were given at shutdown and the status led continued to flash green. The device delivered a test shock without fault and an acceptable measurement was recorded for the test shock. The device was disassembled for investigation. Upon internal inspection of the device, capacitor c9 was observed to be vented. Investigation found failure of capacitor c9 within the device.